Event description:
It was reported that far p oversensing was observed on the egms. Tts discussed programming options. A decrease in r-waves was also noted. Tts also discussed chest x-rays and isometric testing to evaluate lead dislodgment. The lead remains implanted.

Manufacturer narrative:
No medwatch form was received.